Event description:
It was reported that during coronary drug eluting stenting treatment procedure a taxus stent embolized to an unknown location in the pt's leg. The pt had a stent placed in a severely tortuous rca about one year prior to this event. Pt was considered unstable upon arrival to the facility in 2004. The physician placed a 3.5x16mm taxus express2 drug eluting stent distal to the existing stent. A dissection occurred, but the cause of the dissection was unknown. The site was predilated several times with a 2.5x15mm sprinter balloon. After the guide catheter and wire were removed, the 3.5x16mm taxus stent could not be visualized. The 3.5x16mm taxus stent was found to have embolized into a small branch in the pt's leg. No further intervention was done to remove the embolized stent. The procedure was completed with two 3.5x8mm taxus stents placed in the rca. There were no pt complications. Pt was reported to be stable at the end of the procedure.